Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the air/water cylinder and the suction cylinder had discoloration; the right, left, up, and down knobs were dirty; due to damage on the distal sheath, the insulation resistance value at the distal end did not meet the standard value; due to wear on the angle wire, angulation skips during angulation in the right and left directions; the light guide lens had a crack; the bending tube was deformed; the connecting tube had coating peeling; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during device maintenance, the colonovideoscope was found with bad adhesive on the distal sheath. There were no reports of patient harm associated with this event. During the device evaluation, it was discovered that the j-tube had foreign objects due to insufficient cleaning and sterilization. This report is to capture the reportable malfunction of the foreign material on the j-tube noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material may be anti-foaming agent. There was no delay in the start of precleaning. The air/water nozzle was flushed with water. No abnormalities in the accessories used in reprocessing. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.